Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. It didn't seem to be working, the patient's incontinence returned, and they almost had accidents and when they saw the toilet they had to go. The patient had sudden symptom return, like as if therapy had been turned off. There were no medical procedures or emi that could be related to the issue. The patient had 2 mris in (B)(6) 2016 that were not related to their device or therapy, but the symptoms did not begin until 2 weeks ago in (B)(6) 2016. The patient didn't think it was related to the mris. The patient programmer was unable to power up since a couple of months ago and the issue was not resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.